Event description:
Two days post-op from a cranioplasty procedure a lump was noted above the pt's ear about five inches from the cranioplasty site in which the bone cement was used. The lump was surgically removed and found to be migrated bone cement. There have been no other consequences to the pt.